Event description:
The customer reported discrepant results of patient samples with erytype s ab0+d. Customer reported that samples reacted negatively with anti-d on erytype, but positively in other test systems. One patient sample that had caused a false negative reaction was sent to us for investigational testing but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abo+d. Our testing confirmed the customer's result. The sample was sent for molecular rh (d) typing to an external laboratory. This testing yielded the result weak d type 15. Under point limitations there is a hint in the instruction for use that very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results of patient samples with erytype s ab0+d. Customer reported that samples reacted negatively with anti-d on erytype, but positively in other test systems. One patient sample that had caused a false negative reaction was sent to us for investigational testing but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the patient sample with the retained sample of erytype s abo+d. Our testing confirmed the customer's result. The sample was sent for molecular rh (d) typing to an external laboratory. We are still waiting for the result.

Manufacturer narrative:
This is our initial report on this incident.